Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode on (B)(6) 2025 after replacing placing new supplies yesterday. The user ate pizza 1.5-2 hours ago without announcing the meal. The user remained connected to the pump to allow for response. He did not require any outside intervention during the reported episode.